Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: do not use after the use by (expiration) date.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. A 2.5 x 38 mm xience xpedition was implanted in the mid lad when a perforation occurred. Two 3.0 x 16 mm graftmaster stents were used successfully to seal the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.